Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an appointment with their doctor today, and the doctor told the patient that the left ins did not seem to be working because the clinician programmer "kept saying right side" when they were checking the left ins, and "wasn't getting a reading off of it." The caller stated that their reason for calling was to get education on how to use the dbs therapy app and communicator to check the status of each ins. During the call, the agent reviewed how to use the external equipment. The caller confirmed that therapy was turned on for each ins, and the ins battery levels were ok. The caller stated that the patient was not having any symptoms that would indicate there was an issue with the dbs therapy. The caller did mention that the patient had several falls, but they stated that the falls were the result of the patient having syncope, which they confirmed was not related to the dbs. Due to the patient's falls and the patient's doctor not getting a reading from the left ins, the caller stated that the patient will be getting an x-ray this friday "to see if everything is in place." Since the caller was able to get a reading from each ins using the patient's external equipment, they thought the doctor was potentially having an issue with the clinician programmer. The caller was redirected to the patient's healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the hcp stated that they interrogated b oth devices and this time they were able to successfully interrogate the left side ins without any error message. The hcp stated the issue they had was that of the error message "leads not configured" during the last interrogation session, but not this time. The hcp was able to see the screen with options to select the left side or the right side, and was successfully be able to connect to the left side. The information provided was confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: product type implantable neurosti mulator product ID tm91d0 lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the cause of the clinician programmer showing "right side" when checking the left ins and not getting a reading off the left ins was unknown. The results of the x-ray was shunt series without lead fracture. There was not report of loss of therapy. The patient is scheduled for follow up on(B)(6)2022and hcp will contact rep to attend visit.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the rep said they originally reported that the doctor got a programming error, indicating the lead was not configured, when she checked ins programming a couple weeks ago. Rep called with follow-up to say the hcp checked again today and it was working fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.